Manufacturer narrative:
The device was returned due to being ¿broken¿ and a thrombus. The sheath tubing had been torn just near the hemostasis hub. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn sheath is consistent with damage during use. The cause of the thrombus remains unknown.

Event description:
During an atrial fibrillation procedure, a thrombus occurred. A transseptal puncture was performed and when the sheath was advanced and removed, the sheath was noted to be broken. An x-ray confirmed that air had entered into the right coronary artery and a thrombus had formed. The patient experienced ventricular tachycardia, ventricular fibrillation and an acute infarction. The patient was treated with an extracorporeal pump and was in stable condition. The case was abandoned.